Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to low blood glucose. The insulin pump delivered 300 units of insulin and the reservoir was completely empty. The current blood glucose reading is 213 mg/dl. The blood glucose reading at the time of the event was 32 mg/dl. The customer was found unconscious by her daughter. The paramedics were called and customer was given glucose source. Nothing further reported.